Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing from the right ventricular channel resulting in false positive atrial tachy response (atr) on the right atrial channel. It was noted that there was no inhibition of right atrial due to continuous intrinsic rhythm detection. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.